Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she was having problems coupling her recharger and that her patient controller gave her an error message that she hadn¿t noticed; the patient didn¿t know which error messages were displayed. The patient experienced ¿very long recharge¿ times. It was noted that the patient had gained weight since implant and that this may have led or contributed to the event. The patient¿s patient controller and recharger telemetry module (rtm) were replaced and the implantable neurostimulator (ins) was repositioned on (B)(6) 2021 and the issue was resolved. Coupling and synchronization tests were carried out postoperatively and it was found that ¿the system worked perfectly.¿ there were no further complications reported or anticipated.